Manufacturer narrative:
No product will be returned per customer. The customer complaint of broken luer lock was confirmed from a picture received by the customer. The picture showed the collar on the male luer was cracked in half from the spin collar. The root cause of this failure was not identified.

Event description:
The customer reported that the luer lock broke while the nurse was disconnecting the IV set from the patient's IV access. The customer reported no apparent patient harm.